Event description:
The pt is reportedly experiencing sound quality issues and a decrease in performance. The pt is also experiencing a warming sensation around the implant site. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.